Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the sheath curve did not allow for safe deployment of the catheters. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was difficult due to the patient having a rotated heart and difficult anatomy. Once transseptal puncture was achieved the curve of the sheath did not allow for safe deployment of the catheter and the guidewire could not find a vein. The catheter was replaced, but the same issue occurred with the replacement. The procedure was cancelled due to safety concerns. No patient complications were reported. The device is not expected to be returned for analysis due to disposal. This report is being sent due to the procedure cancellation after the patient was sedated.

Event description:
It was reported that the sheath curve did not allow for safe deployment of the catheters. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was difficult due to the patient having a rotated heart and difficult anatomy. Once transseptal puncture was achieved the curve of the sheath did not allow for safe deployment of the catheter and the guidewire could not find a vein. The catheter was replaced, but the same issue occurred with the replacement. The procedure was cancelled due to safety concerns. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the sheath curve not allowing safe deployment cannot be established, as the product has not been returned for analysis despite three requests for its return. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive sheath device confirmed that the event of bad/poor curve is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the observed allegations cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.